Event description:
It was reported that the balloon did not inflate before use. Aire leakage was observed from proximal of the filament. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.